Event description:
Patient reported and healthcare professional confirmed left side deflation. Healthcare professional further reported capsular contracture, baker grade iii. The device has been explanted and replaced; capsulotomy performed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: white calcification on the shell, an opening on anterior, crease fold, wear abrasion, and brown particles in shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius and a crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported and healthcare professional confirmed left side deflation. Healthcare professional further reported capsular contracture, baker grade iii. The device has been explanted and replaced; capsulotomy performed.